Event description:
It was reported that the bronchovideoscope screen became noised. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information indicating component damage or degradation, environmental issues such as dust/contamination/humidity, optical problems, thermal issues, or electrical problems like signal loss or circuit breaks. The most likely cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.